Event description:
Spo2 reading low. It was noted that the spo2 was reading lower than expected on pts. It was rechecked with another pulse oximeter that gave a reading more in line with the pt's presentation and showed a significant difference. The expected variance was greater than 10%. Completed in hospital comparing with another trusted device.